Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas stating that the patient is deceased. The reporter stated that on (B)(6) 2019, the patient was hospitalized with a stroke and on (B)(6) 2019, the patient died. An autopsy was performed, and the primary cause of death was a stroke with diabetic acidosis as a secondary cause. When speaking with customer technical support, the reporter stated that the pump had malfunctioned back on (B)(6) 2019 but no other details were provided. A review by medical surveillance of the malfunction history found that these reportable allegations were an audio tone/vibration issue (B)(4), power with damage issue (B)(4), blank display (B)(4) and a casing/condition issue (B)(4). There are no new allegations of a malfunction against the pump at this time. This complaint is being reported because there was a death reported and the pump could not be ruled out as a contributing factor.